Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and valve malposition requiring intervention are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the too aortic position of the valve was attributed to incorrect position of the balloon central marker during valve deployment. The pvl was the result of the too aortic position of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6) , during deployment of a 23mm sapien 3 valve, angiography performed during balloon inflation showed that the valve ¿popped up¿ and was approximately 1cm from the intended final position. The position of the valve was unable to be corrected and the valve landed more than 90 percent aortic. Angiography and echocardiography performed immediately post valve implant showed moderate to severe pvl. A second 23mm sapien 3 valve was successfully implanted with a good final result. At the time of the report the patient was stable. Valve alignment was performed without issue. The cause for the too aortic position of the valve was attributed to incorrect position of the balloon central marker.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the image review, the canted valve placement was due to the position of the delivery system shaft during valve placement and sub-optimal co-planar view. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Image review was performed by an edwards lifesciences physician proctor. Procedural cine and pre-op CT was provided for review. Procedural cine: · porcelain aorta · calcified annulus, coronary arteries and mac · no bav was performed · coplanar view is sub optimal · valve canted with in annulus and not squared (possibly too much cranial) rao14/cra 8 · valve deployed too atrial, no ¿pop¿ movement seen · ar seen, unable to determine pvl versus central (echo images not provided) · valve in valve (viv) coplanar view is ideal · valve in valve (viv) done well. · 2nd valve deployed more ventricular · pvl decreased pre-op CT: · annulus re-measured and area is 405mm; agree with 23mm valve · small hypertrophic ventricle observations/recommendations: the valve was canted/tilted across the annulus due to the position of the delivery system shaft not coming from the outer curvature of the ascending aorta, but more towards the inner curvature. The flex appears to be too medial (inner curvature of the aorta) as if the ¿e¿ logo is not facing the ceiling, but pointed away from the ic operator (as if the system is rotated). The initial co-planar view was sub-optimal as the valve was not squared across the annulus. As the valve expands, the posterior part of valve was now seen more aortic then before it was deployed. This was due to the sub-optimal coplanar view.